Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Though the incident could not be verified for this specific complaint, peelback has been a reoccurring issue and the possible root cause could be due to the tubing material. A trend for the peelback issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. As part of the action plan, changes to the catheter material and method of shaping the catheter tip are in the process of being implemented. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd neoflon¿ IV cannula catheter tips were found damaged after attempting to push them into the vein. The following information was provided by the initial reporter: "staff nurse tried to insert a cannula to patient, as ordered using bd neoflon gauge 26 and neoflon 24g, but upon inserting the needle the staff nurse had a difficulty in pushing the cannula inside the vein and decided to remove it instead. Upon removal the staff observed the tip of the catheter was damaged."